Event description:
It was reported the patient¿s stimulator had migrated near their liver. The patient was going to meet with their healthcare providers to discuss revision surgery.

Event description:
It was reported the patient had a loss of therapeutic effect. Their nausea and vomiting got worse several weeks prior to call. There were no falls or trauma associated with the issue. While on the call, stimulation was increased from 5.0 v to 7.4 v. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 435135, (B)(4) implanted: (B)(6)2011 product type lead product ID 435135 (B)(4) implanted: (B)(6)2011 product type lead nht014575n and nht014085n leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient further reported the device had migrated up onto their pancreas. They stated that their old hcp thought that "one lead or both leads had come off it onto her stomach" and caused it to migrate. They were supposed to have it taken out, the first of last year, but they moved and the surgery was delayed. They are having a hard time finding a physician to take it out. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).